Event description:
During the incoming inspection of the device, the unit power switch would operate intermittently. The complainant indicated that there was no pt involvment in the reported malfunction.